Manufacturer narrative:
The 2.5mm diameter locking screw (1405-1014 or 1405-1012) is provided to customers within a sterile kit (sk12) and marked single use. The UDI reference is for the sterile kit, sk12, that the product is distributed with. The device was not returned to the manufacturer for evaluation as it remains implanted with no revision scheduled at this time. The device history records for the unknown combinations of devices were reviewed (1405-1012 and 1405-1014) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause of the screw breakage cannot be determined due to the device not being returned, however radiographic evidence for the complaint was reviewed confirming 2 of the screws on the proximal side of the medial plate and 1 screw on the proximal side of the dorsal plate broke. Based on the information available and feedback from the surgeon, the root cause of the screw breaking is most likely a result of non-union of the patients bones. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
After an initial bunion surgery on (B)(6) 2017, 3 screws (unknown whether 1405-1012 or 1405-1014) were found broken upon review of radiographic images from the patients postoperative follow-up. The device currently remains implanted and no revision has occurred to date.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event: required intervention to prevent impairment/damage (devices) explant date: (B)(6) 2018. Additional information received from distributor 09/13/2018. Additional information received on 10/12/2018 indicates 4 screws were found broken upon hardware removal, however the patient's bones were partially fused/healed and no correction was loss. All hardware was removed and the surgeon revised using tmc devices and bone graft.